Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cables were re-greased, the x-ray tube was replaced, and a connection on the snubber printed circuit board was cleaned and tightened. The filament was calibrated and a handle was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down during a case while performing fluoroscopy. No pt injury was reported.